Manufacturer narrative:
The product analysis indicates that the reported issue of overheating could not be verified because the handpiece was not running. A pre-repair temperature test could not be performed due to corroded bearings and motor. The handpiece was repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial inspection indicates that the reported issue of overheating could not be verified as the handpiece was not running. Pre-repair temperature testing could not be performed. Results of the product analysis are pending completion.

Event description:
It was reported that the motor was getting very hot. A replacement handpiece was used for the case. There was no patient impact.